Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a revision procedure for tumor mutations. During the procedure, electrocautery was used and damaged the insulation of the left ventricular (lv) lead which caused a short circuit. The crt-d was no longer able to provide outputs and the patient was pacemaker dependent. The patient required manual cardiac compression until the leads were connected to an external pacemaker. The lead was able to be repaired, but the crt-d was no longer functioning. The crt-d was removed from service and a new competitor's system was implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.